Event description:
The physician wanted to deploy a cypher select plus 3.00 x 18 mm. The lesion was in the ostial right coronary artery with mild calcification. The physician pre-dilated the lesion with a 2.5 x 12 mm balloon. While negotiating the stent to the lesion it dislodged from the delivery system. The physician managed to get a hold of the stent and inflate it with a sprinter 2.20mm at the target lesion. The stent was then post-dilated with a power sail 3x15mm balloon. There was no injury to the patient.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product is available, but has not been received as of the initial report (which has been indicated in h3 as "other"). Additional information will be submitted within 30 days of receipt.